Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a metal allergy and that she had a large skin irritation on her breasts and back. During a follow up the patient reported that she spoke to her doctor about the irritation and he prescribed fluticasone cream. She reported that the rash had completely healed after applying the cream. There were no allegations of a device malfunction contributing to the irritation.